Event description:
The customer observed false repeat reactive alinity s anti-hcv ii results for donor samples that were negative for nat and alinity I processing module. The customer provided results across several months and lot numbers. The results provided were: on 26jan2023 sid (B)(6) initial=21.27 s/co (> or = 1.00 s/co=reactive)/repeated on 27jan2023=20.37, 21.76 and 21.38 s/co / roche=weakly present; vidas=negative. On plasma specimen /on 18feb2023 on ai1164=0.35 s/co (< 1.00 s/co=nonreactive). On 21jan2023 sid (B)(6) initial=35.35 s/co /repeated on 24jan2023=34.5, 35.39 and 32.41 s/co / roche=weakly present; vidas=negative /confirmed negative /on 28jan2023 ai1165=0.20 s/co. On 04jan2023 sid (B)(6) initial=128.08 and 132.57 s/co /previous history=reactive. On 30dec2022 sid (B)(6) initial=1.85, 1.83 and 1.78 s/co /internal patient, confirmatory=negative. On 27dec2022 sid (B)(6) initial=117.46, 125.52 and 121.11 s/co / previous history=reactive. Below three specimens sid (B)(6) from same donor three times throughout the year: roche=negative. On 27dec2022 sid (B)(6) initial=6.06, 6.42 and 6.31 s/co /roche=weakly present; vidas=negative; confirmed negative. On 26sep2022 sid (B)(6) initial=4.76, 4.79 and 4.97 s/co / roche=weakly present; vidas=negative; confirmed negative. On 21sep2022 sid (B)(6) initial=5.29, 5.16 and 5.36 c/co / roche=weakly present; vidas=negative; confirmed negative. Below three specimens sid (B)(6) , (B)(6) and (B)(6) from same donor three times throughout the year: roche=negative; on 11apr2022 on ai1165=0.10 s/co and 08feb2023 ai1164=0.11 s/co on 28jul2022 sid (B)(6) initial=2.46, 2.44 and 2.37 s/co /confirmed negative. On 10dec2022 sid (B)(6) initial=1.5, 1.55 and 1.57 s/co /confirmed negative. On 21dec2022 sid (B)(6) initial=1.72, 1.67 and 1.71 s/co /confirmed negative. On 07nov2022 sid (B)(6) initial=21.17, 21.16 and 21.5 s/co /confirmed negative. Below two specimens sid (B)(6) from same donor twice throughout the year: on alinity ai1165=0.39 s/co on 02nov2022 sid (B)(6) initial=5.88, 5.76 and 5.79 s/co / roche= weakly present; vidas=negative; confirmed negative. On 27oct2022 sid (B)(6) initial=5.32, 5.51 and 5.72 s/co / roche= weakly present; vidas=negative; confirmed negative. On 08oct2022 sid (B)(6) initial=1.11, 1.15 and 1.12 s/co /confirmed negative /on alinity I ai1164=0.29 s/co below two specimens sid (B)(6) from same donor twice throughout the year: on 01oct2022 sid (B)(6) initial=6.04, 6.12 and 6.11 s/co / roche= weakly present; vidas=negative; confirmed negative. On 06oct2022 sid (B)(6) initial=6.02, 5.85 and 5.89 s/co / roche= weakly present; vidas=negative; confirmed negative. Below two specimens sid (B)(6) and 2183176547 from same donor twice throughout the year: on 06oct2022 sid (B)(6) initial=26.64, 28.14 and 28.57 s/co / roche= weakly present; vidas=negative; confirmed negative. On 01oct2022 sid (B)(6) initial=31.21, 30.56 and 30.49 s/co / roche= weakly present; vidas=negative; confirmed negative. On 21jul2022 sid (B)(6) initial=134.76, 144.49 and 140.97 s/co /previous history =reactive the customer agrees with alinity I nonreactive results those matched with nat testing. The customer is not concern for alinity I anti hcv results and those specimens repeated on alinity I processing module for troubleshooting purpose. There was no reported impact to patient management.

Manufacturer narrative:
This follow-up submission sends for additional information received on 18apr2023, the customer was not using anti hcv reagent lot number of reagents 45370be00 for testing of donor samples in question, therefore, no further follow-up will be provided for anti-hcv reagent lot numbers 45370be00.

Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity s anti-hcv ii results for donor samples that were negative for nat and alinity I processing module. The customer provided results across several months and lot numbers. The results provided were: on (B)(6) 2023 sid (B)(6) initial=21.27 s/co (> or = 1.00 s/co=reactive)/repeated on (B)(6) 2023=20.37, 21.76 and 21.38 s/co / roche=weakly present; vidas=negative on plasma specimen /on (B)(6) 2023 on ai1164=0.35 s/co (< 1.00 s/co=nonreactive) on (B)(6) 2023 sid (B)(6) initial=35.35 s/co /repeated on (B)(6) 2023=34.5, 35.39 and 32.41 s/co / roche=weakly present; vidas=negative /confirmed negative /on (B)(6) 2023 ai1165=0.20 s/co on (B)(6) 2023 sid (B)(6) initial=128.08 and 132.57 s/co /previous history=reactive on (B)(6) 2022 sid (B)(6) initial=1.85, 1.83 and 1.78 s/co /internal patient, confirmatory=negative on (B)(6) 2022 sid (B)(6) initial=117.46, 125.52 and 121.11 s/co / previous history=reactive below three specimens sid (B)(6) , (B)(6) and (B)(6) from same donor three times throughout the year: roche=negative on (B)(6) 2022 sid (B)(6) initial=6.06, 6.42 and 6.31 s/co /roche=weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=4.76, 4.79 and 4.97 s/co / roche=weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=5.29, 5.16 and 5.36 c/co / roche=weakly present; vidas=negative; confirmed negative below three specimens sid (B)(6) from same donor three times throughout the year: roche=negative; on (B)(6) 2022 on ai1165=0.10 s/co and (B)(6) 2023 ai1164=0.11 s/co on (B)(6) 2022 sid (B)(6) initial=2.46, 2.44 and 2.37 s/co /confirmed negative on (B)(6) 2022 sid (B)(6) initial=1.5, 1.55 and 1.57 s/co /confirmed negative on (B)(6) 2022 sid (B)(6) initial=1.72, 1.67 and 1.71 s/co /confirmed negative on (B)(6) 2022 sid (B)(6) initial=21.17, 21.16 and 21.5 s/co /confirmed negative below two specimens sid (B)(6) from same donor twice throughout the year: on alinity ai1165=0.39 s/co on (B)(6) 2022 sid (B)(6) initial=5.88, 5.76 and 5.79 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=5.32, 5.51 and 5.72 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=1.11, 1.15 and 1.12 s/co /confirmed negative /on alinity I ai1164=0.29 s/co below two specimens sid (B)(6) from same donor twice throughout the year: on (B)(6) 2022 sid (B)(6) initial=6.04, 6.12 and 6.11 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=6.02, 5.85 and 5.89 s/co / roche= weakly present; vidas=negative; confirmed negative below two specimens sid (B)(6) from same donor twice throughout the year: on (B)(6) 2022 sid (B)(6) initial=26.64, 28.14 and 28.57 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=31.21, 30.56 and 30.49 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=134.76, 144.49 and 140.97 s/co /previous history =reactive the customer agrees with alinity I nonreactive results those matched with nat testing. The customer is not concern for alinity I anti hcv results and those specimens repeated on alinity I processing module for troubleshooting purpose. There was no reported impact to patient management.